Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50 x 38mm stent delivery system was returned for analysis broken into 2 sections. A visual and microscopic examination of the crimped stent identified hat the stent was crimped on the balloon and was damage, the proximal end of the stent had been bunched in a distal direction on the balloon. The outer diameter of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified a shaft polymer extrusion break 1380mm distal from distal end of strain relief; the break in both the distal inner and the distal outer shaft. The break site has the appearance of having been cut. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32mm x 2.5mm, concentric, de novo target lesion was located in the non-calcified left circumflex coronary artery. After crossing a non-bsc wire, pre-dilatation was performed with an nc balloon catheter. A 2.50 x 38mm promus element plus drug-eluting stent was then advanced to treat the lesion. However, the device failed to cross the lesion. After many attempts, the shaft was damaged and the stent got completely separated from the shaft. The device was removed and the procedure was completed with a small size promus element stent. No patient complications were reported and the patient's status was stable and responding well to medicines.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 32mmx2.5mm, concentric, de novo target lesion was located in the non-calcified left circumflex coronary artery. After crossing a non-bsc wire, pre-dilatation was performed with an nc balloon catheter. A 2.50x38mm promus element plus drug-eluting stent was then advanced to treat the lesion. However, the device failed to cross the lesion. After many attempts, the shaft was damaged and the stent got completely separated from the shaft. The device was removed and the procedure was completed with a small size promus element stent. No patient complications were reported and the patient's status was stable and responding well to medicines.